Manufacturer narrative:
No kit lot number was provided, so no retained lot testing was performed, and no qc data and manufacturing batch record review could be done. Several attempts to obtain additional information were unsuccessful. A review of overall complaint trends showed that all lots were performing according to label claims. There is insufficient information to determine if a malfunction occurred.

Event description:
(B)(6) results were reported for an unknown sample type tested with the alere determine hiv 1/2 ag/ab combo, among patients (B)(6). No patient information or confirmation methods/confirmatory results were provided. The kit lot number was not provided and no sample was returned for further testing. No dates of events were provided. There is insufficient information to determine if a malfunction has occurred. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc., however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) to (B)(6) 2018 at alere (B)(4), inc. ((B)(4)).